Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Noise was reproducible with isometrics. Patient felt dizziness due to being pacer dependent. Patient presented for lead revision procedure. During the procedure, erosion was observed near the suture sleeve of the lead. Moreover, a pulse generator header set screw issue was noted and coagulated fluid was found in the header. The lead was capped and replaced. The device was removed and replaced. Patient was fine and there were no issues before, during, and after the procedure.